Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 4.5 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex reg pain syndrome type ii. It was reported the patient experienced increased pain. It was discovered that the catheter tip pulled out of the intrathecal space. A revision was done and the spinal segment of the catheter was replaced. It was noted the increase in pain was considered a sudden change in symptoms. It was later reported the patient had a CT done as troubleshooting and they suspected the catheter dislodgement. If additional information is received, a follow-up report will be sent.